Manufacturer narrative:
Insulin pump passed the displacement and self test. The audio/beeping alarm tone feature working properly. No unexpected audio or beeping alarm anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The blood glucose at the time of the incident was unknown. The device was returned for analysis.